Manufacturer narrative:
The pad-pak was first installed successfully in (B)(6) 2010 and performed to specification, alongside random manual power ons, up to (B)(6) 2015.an increase in voltage suggests a further pad-pak was installed. Multiple manual power ups of ten minutes duration were recorded between the (B)(6) 2015. The pad-pak became depleted during this time.investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not replicated with a new membrane fitted. Slight voltage fluctuation was observed over the pogo pins however this did not affect the ability of the device to deliver therapy. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.

Event description:
There was no patient involved in this event. The unit powers on by itself without manual intervention.